Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an unknown procedure, renasys touch device constantly alerts about obstruction without any reason. It is unknown how was the procedure finished. The procedure was completed without delay. No other complications were reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and no failure was found at the canister test. The battery is ok and the motor works at the end of the range. We have not been able to establish a relationship between the event reported and the device. Probable root cause may be a connection issue or a component failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain the reported failure/harm or event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. B5 updated.

Event description:
It was reported that, during treatment, the renasys touch device constantly alerts about obstruction without any reason. Treatment continued with an unspecified change in technique with no delay. No other complications were reported.